Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Calibration was acceptable. One abnormal probe sucking alarm was noted on the date of event. The field service representative performed preventative maintenance and verification tests were performed, with acceptable results. Calibration and qc were within specification. Although the exact root cause was not determined, the instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one (1) patient sample on a cobas 6000 e601 module. The initial result was 83 ng/ml. The result was reported outside of the laboratory and the patient's doctor requested that the sample be repeated. The repeated result was 12.5 ng/ml. The sample was repeated on a different e601 module, serial number (B)(4), and the result was 15 ng/ml. This result was believed to be correct. The reagent lot number is 459546. The expiration date was requested but not provided.